Manufacturer narrative:
Device details unavailable at the time of this report. (B)(4).

Event description:
It was reported that the patient experienced recurrent infections at the abutment site. Subsequently, the abutment was removed and a longer abutment was placed on (B)(6) 2017. The patient is being clinically managed.